Manufacturer narrative:
(B)(6).

Event description:
This report is based on information provided by philips service representative and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart dfm100 indicating that the 3-lead ECG cable is worn. There was reportedly patient involvement with no health consequences. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.